Manufacturer narrative:
Customer called service reporting a generator interface malfunction (gim) error being displayed. Tech service troubleshot with customer having them unplug the gim for 30 seconds and plug back in, which unlocked the gim, but customer was not able to do a warm up shot. The field service engineer (fse) went on site and replaced the gim and tested for proper operation. System was then checked proper function per service checklist qssrwi4.1 and returned to the customer for full service.

Event description:
Customer reports the system failed during a stent placement procedure. Staff was able to finish the procedure without fluoro. No reported injury.